Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specifications. No defects or other nonconformities were found. The tests on customer sample were performed for compliance with the parameters established in product specifications. The defects under complaint were not confirmed in the sample from customer.

Event description:
Patient says that he is having issues with bent pen needles when injecting and he is not receiving the full dose. Patient injects in his abdomen and uses the pinch up technique. Patient also shares a box of his pen needles with his son who is also having issues. Combined, father and son have experienced problems with more than 10 needles. Patient stated that some pen needle caps are red others are blue.